Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 465mg/dl. Customer reported that the pump battery went dead and cannot take off battery cap. Customer treated high blood glucose with injection. Troubleshoot was not performed. The product was returned for analysis and insulin pump to be replaced.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no dead battery noted. Insulin pump was received with stripped battery cap coin slot (p), corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted.